Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 24 in the mouth, primary stability was not achieved in type IV bone. Clinician reports patient's poor bone. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 24 in the mouth, primary stability was not achieved in type IV bone. Clinician reports patient's poor bone. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.